Event description:
The patient was seen for a routine follow-up visit with her cardiologist approximately 4 years post implant of a transaortic sapien valve. The patient reportedly had some residual sob over the years, however also has copd for which she wears o2 2l at night. During the visit the patient underwent a tte which demonstrated severe aortic valve stenosis and aortic regurgitation. No treatment was provided or planned for the valve stenosis. The patient underwent tee a month later to further evaluate her prosthetic valve and evaluate the need for valve-in-valve. Tee revealed moderate (2-3+) aortic valve regurgitation (valvular), with a mean gradient of 46mmhg and a peak gradient of 77mmhg. Pvl was trivial. There was mild thickening and calcification of the leaflets, and mild restriction of mobility. Recommended treatment: valve repair or replacement. The patient was admitted 1 ½ months later with difficulty breathing and cough (present almost 2 months). The patient was treated with steroids and antibiotics and refused overnight admission at that time. The patient was again readmitted two weeks later with sob concerning for pneumonia. She had 3 failed courses of outpatient antibiotics for pneumonia. She was treated with triple antibiotics per hcap regiment. On the day of admission she developed non-sustained vt which resulted in troponin elevation concerning for nstemi. On day 2 she coded. She was made dnr and expired. There is no evidence the death was valve related; however, the patient expired prior to re-do aortic valve repair.

Manufacturer narrative:
Per the instructions for use, valve regurgitation and stenosis are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the aortic regurgitation and stenosis is unknown. The patient has significant co-morbidities (i.e. Diabetes, hld, cad, chf, renal disease) that could have been contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.